Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-jun-2018 with the following findings: a review of the black box and alarm history showed multiple call service 076 motor timeout error-rewinds. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The pump alarmed with a call service 076 motor alarm upon the first rewind attempt. The reported call service 076 complaint was duplicated. Inspection found the piston to be missing from the cartridge compartment. The pump cover was removed to find no intermittent conditions to the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a call service 076 alarm. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.